Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was confirmed that the socket wrench had been misplaced by the customer site. The wrench was replaced and the issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the socket wrench used to manually open the imaging system door was missing. There was no patient present when this issue was identified. No additional details were provided.